Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal assembly was attempted to be inserted into the artery, however it could not be inserted into the artery and the physician felt it was kinked. The physician removed the assembly and found a kink in the locator. The device was not used, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The physician commented that the hemostasis procedure was performed as usual. The procedure before deploying the device was a percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter is unknown. There was no health damage for the patient. The estimated blood loss was less than 250cc. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Risk level is within limits, however there is an increase in occurrence level, an action item was opened to address the issue and has been sent to the new product development (npd) quality team.